Event description:
Related manufacturer reference number: 2017865-2022-20028. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular lead and pacemaker exhibited noise oversensing. The lead and pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of over sensing and device contamination could not be confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, sensing and pacing functions and longevity calculation of the device were normal with no anomalies found.